Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reported that the secondary lumen was difficult to flush causing the pump to alarm. The pump would alarm due to high pressure. The uvc was removed and another uvc was inserted. The uvc was still difficult to flush after removal.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.